Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01762

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) to treat a gastrointestinal hemorrhage using a penumbra smart coil handle (handle) and penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil in the target vessel using a non-penumbra microcatheter to detach it; however, the coil failed to detach. Therefore, the physician opened a new handle and the smart coil was successfully detached. The procedure was completed using two other smart coils and the same handle. There was no report of an adverse effect to the patient.